Event description:
Add'l info provided by the treating physician to the MFR on 3/22/01: "I noted a rotation of the shaft versus the catheter handle at the end of the last treatment set and elected to terminate the procedure at that time. The catheter functioned properly during the entire procedure." Through a follow-up by a co rep with the physician, the MFR was informed the pt is doing extremely well and has no symptoms of gastroesophageal reflux disease (gerd).

Event description:
The MFR was notified that during an endoscopic procedure to treat gastroesophageal reflux disease (gerd) performed on 11/11/2000 the pt was agitated during the initial endoscopy and required higher than normal doses of sedative medication. During rf delivery, the pt moved around continuously. The case was completed with concern about movement. Since the post treatment interval was uneventful, the pt was discharged home with family. The MFR was informed that 48 hours after the procedure, the pt was admitted to the hosp with chest pain and fever. Studies performed revealed lower esophageal perforation and aspiration pneumonia. Through a follow-up by a company representative with the treating physician, the MFR was informed that the pt had undergone surgery in 2000. The following month the pt was in the hosp after surgery, in good condition anticipating discharge to home.